Event description:
A customer in the united states notified biomérieux of discrepant identification results in association with vitek® 2 gp ID test kit (ref 21342), lot 2420214403. Vitek® 2 identified an organism as staphylococcus hominis. Vitek® ms identified the organism as staphylococcus epidermidis. The customer repeated testing and obtained the same results. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer reported a misidentification of staphylococcus epidermidis as staphylococcus hominis with the vitek® 2 gp ID test kit (ref 21342), lot 2420214403. An investigation was performed. The customer reported setting up the isolate from tsab after incubating for 24 hours at 35-37°c in a non co2 environment. The customer also reported cleaning their saline dispenser by wiping the tip with alcohol and flushing it. It should be noted that the dispenser should be autoclaved to remove any potential contaminants as the current method in use would not be sufficient. One lab report was submitted that showed an excellent identification of s. Hominis ssp hominis with two atypical reactions (atypical aglu+, atypical baci-) for an identification of s. Epidermidis according to the gp knowledge base. The gp lot 2420214403 met final qc release criteria and passed initial qc performance testing. An increased number of atypical reactions can indicate contamination, mixed culture, use of non recommended media or other user set up errors or an atypical strain. However without the strain or raw data it's not possible to further evaluate the cause of the misidentification.